Manufacturer narrative:
The device was not returned to the MFR for eval. The user-facility provided a photograph of the device and by examination of this photo the o2 port was broken off. It is unk and inconclusive as to how the o2 port broke off. The return of the actual device would be required for a complete eval and the user-facility would not release the device to us.

Event description:
Child coding - the o2 connection to valve broke.